Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded reference (B)(4).

Event description:
Treatment of a right unruptured supraclinoid amorphous aneurysm measuring 24.13mm x 5mm. During pipeline deployment, it was reported that the proximal portion of the stent did not fully open and the device was removed from the patient with a snare. No injury was reported with the patient as a result of the procedure.